Event description:
On (B)(6) 2010, pt reported the display on his infusion device looks damaged but he hasn't dropped the device. Patient stated he has not hit the infusion device against anything while wearing it. Patient reported, there is a darkened area at the bottom of the screen that stretches towards the middle. Patient uses his infusion device with the opposite orientation; therefore, if he is looking at the screen, the menu and check key would be on his right. Pt described it as "an area that is partially blocking the main segments and display on the pump." Patient stated he has it in the run mode and this darkened "splotch" makes it hard to see the numbers on the infusion device. Pt reported he has already tried a new battery in the infusion device and states that this spot remained on the device while the battery was out. Patient stated he noticed it for the first time a few days ago. Pt reported, it hasn't gotten any better or worse since this time; it has remained the same. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.